Event description:
The ventilator was originally at the field service center for a scheduled preventative maintenance. It was reported that during service, the ventilator turbine seized up and would not produce air flow. No pt harm reported as the reported problem was found during service.

Manufacturer narrative:
Na